Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up completely. Upon troubleshooting, the fse found that the system did not fully boot into the application, which indicated the old software was compromised. To resolve the issue, the fse reloaded system software (version 2.2.7) from scratch, then the system booted up into the application. After the software reload, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.